Event description:
On (B)(6) 2014, patient was implanted with a defibrillator. Atrial and right ventricular sorin leads were implanted at the same time. On (B)(6) 2015, patient came to the hospital because of several shocks. Episodes showing ventricular noise were recorded in the device memories. Patient was hospitalized and a re-intervention was performed on (B)(6) 2015 to remove the right ventricular lead. The defibrillator was also removed due to battery depletion. Reportedly, atrial lead showed signs of insulation fracture and was extracted as well. Preliminary analysis results showed that a lead issue or a lead/defibrillator connection issue is suspected at both atrial and ventricular levels.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2014, patient was implanted with a defibrillator. Atrial and right ventricular sorin leads were implanted at the same time. On (B)(6) 2015, patient came to the hospital because of several shocks. Episodes showing ventricular noise were recorded in the device memories. Patient was hospitalized and a re-intervention was performed on (B)(6) 2015 to remove the right ventricular lead. The defibrillator was also removed due to battery depletion. Reportedly, atrial lead showed signs of insulation fracture and was extracted as well. Preliminary analysis results showed that a lead issue or a lead/defibrillator connection issue is suspected at both atrial and ventricular levels.